Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a diagnostic procedure using a 6f sheath. Reportedly, despite no difficulty depressing the plunger, the feel was reported to be irregular. When attempting to close the lever, difficultly was met. The lever was eventually closed and the device was removed without issue. An additional prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information: a needle tip and cuff separation was found during evaluation of the returned device. The location of the detached needle tip and cuff is unknown. Follow-up with the account confirmed that the needle and cuff separation were not noted upon device removal. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close could not be confirmed due to the condition of the device, nor after removing the plunger. The irregular texture difficulty during insertion of the plunger is related to case circumstances and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other similar incidents. The cause of the reported difficulties is user error. The subsequent treatments appear to be related to procedure circumstance. In this case, it is possible the feel of the plunger was due to an interaction with the vessel or tissue that may have prevented the posterior needle to not fully seat. It appears a successful needle to cuff was achieved; however, with the physician forcing the foot closed without removing the plunger would leave the needle tips in the foot. With the posterior needle tip and cuff still in the foot pocket but extended it would interfere with the foot closing. Additionally, the plunger depressed in would be in the lever mechanism and would prevent closure of the lever without excessive damage to the plunger. In this condition, the posterior needle tip likely caught in the foot. The suture and link are cut on either side of the posterior needle tip and cuff indicating those were likely trapped due to the foot closure without removing the plunger. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.